Manufacturer narrative:
Additional information: d4 lot #, h4, h6 (update codes), h11. D4: the lot was most likely the alleged lot as the lot # was identified from checking the valve sets from the same bin. H4: the lot was manufactured june 12-13, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering an em2400 valve set through port 5. The issue was observed during set up while installing sterile water for injection (swfi) on port 5 to test, system ran a direct entry of 10 ml from port 5, 100ml of dextrose and 100ml of swfi. The device was replaced with a valve set from a different lot to resolve the issue. There was no patient involvement. No additional information is available.